Event description:
This patient had bilateral silicone gel implants placed in 1974. She developed idiopathic thrombocytopenic purpura, fatigue; which required a splenectomy for resolution. There then was a history of progressive myalgia and arthralgia. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The capsules were opened. The left implant was ruptured with a large area of exposedd gel. The right implant had a tear with a sticky surfaceinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.